Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that after a da vinic-assisted low anterior resection procedure, the patient exhibited symptoms of a small intestine perforation on post-operative day 2, necessitating an emergency procedure. The initial procedure had been completed successfully as planned, except for the placement of an unplanned additional port. The surgeon encountered difficulty accessing the anal canal and inserted the extra port to improve reach and visualization. While still hospitalized, the patient developed a fever accompanied by nausea and abdominal pain, raising suspicion of a bowel perforation. An emergent laparoscopic procedure was performed, during which the bowel injury was identified and repaired using sutures. Initially, the surgeon speculated that the injury may have occurred during the placement of the additional accessory port, but later clarified that it could have resulted from the assistant¿s technique using the guided tool change during insertion of the monopolar curved scissors instrument. The procedure was completed, and the patient did not experience any post-operative complications, nor is there concern about this event causing any long-term effects. The patient has since been discharged from the hospital.